Event description:
This spontaneous case from united states was received on (B)(6) 2018 from physician this case concerns (B)(6) female patient who initiated treatment with synvisc one and on the same day had a sense of stiffness, guarded range of motion about her knee, was having hard time bearing weight, deep aching pain in her knee/discomfort in her knee/was sore in her knee, she had a moderate effusion and appeared to be having pseudo-septic response. Also a device malfunction was identified with the reported batch number no previous medications and concomitant medications were reported. Patient had a history of shoulder replacement, blood transfusion, heart murmur, chronic headache, depression and was aspirin allergy on (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (indication and dose: unknown; batch/ lot number: 7rsl021 and expiry date: may-2020). On the same day, after several hours patient reported increase in discomfort in her knee. She denied any fevers, but was having deep aching pain in her knee and a sense of stiffness. She was having a hard time bearing weight. On evaluation, the patient had guarded range of motion about her knee. There were no redness or skin changes. She had a moderate effusion. The patient appeared to be having a pseudo-septic response to the synvisc one injection. Knee was aspirated and a cortisone injection was given the same day. She felt much more comfortable after the aspiration, but still was sore in her knee. She was given a combination of 4 cc. Of 1% lidocaine, 4 cc. Of 0.25% marcaine with epinephrine, and 2 cc. Of kenalog. Corrective treatment: cortisone injection, triamcinolone acetonide (kenalog), bupivacaine hydrochloride (marcaine) with epinephrine, lidocaine for sense of stiffness, guarded range of motion about her knee, was having hard time bearing weight, deep aching pain in her knee/discomfort in her knee/was sore in her knee, she had a moderate effusion and appeared to be having pseudo-septic response outcome: unknown for all events seriousness criteria: required intervention for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint stiffness, decreased joint range of motion, weight bearing difficulty, knee pain, knee effusion and pseudosepsis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.